Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer stated that she overfilled the reservoir and forced it into the insulin pump and it alarmed when she tried to prime. The blood glucose reading was 325 mg/dl. The customer treated with manual injection. The customer reported that the high blood glucose was due to not filling the reservoir for a while after it ran out. The drive support cap was normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.